Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the patient was diagnosed with insufficient efficacy of drug. The catheter was checked via the bolus port and it was detected that the catheter was disconnected in the region of the connector. It could not be determined if a strain relief sleeve was slid over the connector. As a result, the catheter was revised and exchanged with same like product.

Manufacturer narrative:
Upon completion of the investigation, it was noted that biological debris were seen at the end of the intrathecal catheter. A clean cut was also observed at the proximal end of the proximal catheter. When the intrathecal catheter was irrigated, an occlusion was found at the distal end of the catheter. Only one hole was flowing. Air was then injected in the same catheter to verify if there are any leaks. No leaks were observed. During the review of the device history records it was noted that a non conformance unrelated to the manufacturing process was found. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.